Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, company rep reported that the pt's blood glucose readings are "haywire". Her basal rates were adjusted, and the pt and her physician believe it could be "something with the pump". There was also signs of visible wear on the protective rubber. Three attempts were made to f/u with pt, and these were unsuccessful. No product will be returned for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.